Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that the pt was admitted with hemolysis and has had a history of complicated post-op complications with hemo/pneumo thoratax after thoracentesis requiring a chest tube insertion. The pt was discharged home and 6 days later dark urine was noted. Elevated lactate dehydrogenase (ldh) greater than 5000. A pump exchange was planned and took place on (B)(6) 2013 from one lvad to another lvad.